Event description:
The hospital reported a contamination issue with their scope's auxiliary water channel. The hospital was concerned they had not been routinely reprocessing the auxiliary water channel. There were no allegations of harm or contamination reported.